Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with the clip applier because it had exposed and broken wires. The procedure was completed with no reported injuries.